Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered the damaged plug while troubleshooting an unrelated issue on the system. The cse notified the laboratory staff of the issue and shut down the unit. The cse replaced the plug and connector, and inspected all other connections around the track. The instrument is performing according to specifications. No further evaluation of the device is required. Modules and related interface slots that were shipped to customers after may 21, 2014 include a power cord that has two available plugs that allow for two possible configurations. Siemens healthcare diagnostics has been informed by our supplier that the plug that is used to connect to the automation system power source may overheat. Urgent medical device correction (umdc) lai16-03.a.us was sent to customers in the united states in october 2016 and corresponding urgent field safety notice (ufsn #lai16-03.a.ous) to all outside us aptio customers. The umdc and ufsn are entitled "aptio automation modules power cord used with optional aptio modules." The umdc and ufsn explain that the plug used to connect to the automation system power source may overheat and that siemens customer service engineers will be visiting customer sites to replace the power cords.

Event description:
The electrical plug of the refrigerated storage module (rsm) on the aptio automation track had melted, exposing a hot wire with no shielding. There are no reports of patient intervention or adverse health consequences.